Manufacturer narrative:
Analysis of the returned uphold vaginal support system device could not confirm that the needle detached from the lead suture. Visual inspection revealed that the suture on the blue dilator was broken and the dart was located behind the catch of the capio. There was a small amount of suture attached to the dart indicating that the lead suture broke. Visual and functional analysis revealed that was no damage to the capio suture capturing device and there was blood residue on the capio suture capturing device. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached while pulling the suture through the tissue but was too small to be removed. The procedure was completed with another uphold vaginal support system there was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached while pulling the suture through the tissue but was too small to be removed. The procedure was completed with another uphold vaginal support system there was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.